Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(6) alleging that his onetouch ultramini meter had missing segments. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 10:00am. The patient manages his diabetes with oral medications with diet and/or exercise. The patient stated that he took exercise from (B)(6) 2015 in response to the alleged product issue. The patient claimed to have developed the symptom of "blurry vision" on (B)(6) 2015 at 11:00am, after the alleged product issue began; however he denied having received treatment. At the time of troubleshooting, the csr noted that there was no indication of product misuse and the patient was using the subject meter for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptom of "blurry vision" after the alleged product issue began. Blurry vision does meet lifescan's criteria for the serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.